Event description:
Ge corometrics 250cx series maternal/fetal monitor produced inconsistent coincidence monitoring during high risk labor. The equipment failure may have been a contributory factor in the subsequent fetal demise. Used during labor until emergent c-section.